Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower door was failed to open. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower door was failed to open. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in the incident, it was determined that the tower door had failed. The field service engineer (fse) verified the customer¿s issue. The main half-height drawer was sticking when attempting to pull it out. The fse replaced two bumper slides. Additionally, they noticed that a jammed pocket was preventing the pocket from closing completely. The medication was removed, and the drawer was manually checked for proper opening and closing. The main half-height drawer opened and closed correctly. The fse corrected the pocket function. All drawers and slides were tested to ensure proper operation. The system functioned as intended after the field service engineer repaired the device.